Event description:
It was reported to philips that the wireless footswitch was not pairing with system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was shut down completely after being disconnected from the charger. The same issue occurred previously where the fse ordered wireless foot-switch charger to resolve the issue. Per the information collected, the wi-fi indicator on the footswitch was off and the colour of the battery indicator was also off. The fse replaced the wireless footswitch to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.